Manufacturer narrative:
Product event summary: (B)(4) - the full lead was returned, analyzed and no anomalies were found. It was noted that the helix was able to be extended and retracted within specifications.

Event description:
It was reported that during the implant procedure, they physician tried 50 to 100 turns to extend the lead helix, inside and outside the body, with j curve and straight stylets and the helix would not extend. Another lead was successfully implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.